Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products; associated mdrs # 1225714-2013-01877, 1225714-2013-01878.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2012, after the use of the product.